Event description:
The pt had a calcified lesion in the right coronary artery. It was noted that a guiding catheter kinked and broke, into two parts, inside the pt's vessel during the procedure. The pt had arteriotomy surgery as a result and the catheter was withdrawn from the pt's body with a snare. The product was inspected prior to use and there were no anomalies noted. No unusual force was applied to the product.

Manufacturer narrative:
During a coronary intervention, the 6fr vista brite tip jr4 guide catheter ¿kinked and broke into two parts inside the patient¿s vessel during the procedure¿. The separated segment was successfully snared out via arteriotomy and no lasting patient injury occurred. The target site in the rca was calcified but description of the general vasculature was not provided. No anomalies were noted prior to use and the reporter stated that no unusual force was applied to the product. Only a non-sterile 11cm portion of the guide catheter was returned for evaluation. Neither the proximal hub nor the distal tip was returned; both ends of the catheter segment presented sharp cuts. The inner and outer diameter was measured and found within the expected tolerances for a 6fr guide catheter. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed, as reported. The catheter appears to have been cut for an unknown reason. The segment that was returned does not show evidence of stretching or tearing; the edges of the separation site are not jagged or twisted. There are no indications that this is related to the manufacturing process. It cannot be determined if procedural factors contributed to the reported event but this possibility remains. No actions will be taken at this time.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure on (B) (6) 2009. It was noted that the patient had restenosis of a prior left carotid endarterectomy. The lesion was in the left carotid artery and it was eccentric, mildly calcified and 25mm in length with 85% stenosis. The vessel was severely tortuous and 5mm in diameter. An angioguard was selected for the procedure, however, it failed to cross the lesion, therefore, anther angioguard was placed and a precise stent was successfully implanted. There was no patient injury reported. It was noted that approximately four months and a half post index procedure the patient had a repeat carotid revascularization done on the target lesion. The lesion was treated with balloon angioplasty only.